Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose

Event description:
It was reported that a patient's blood glucose levels reached 270 mg/dl while wearing the pod between 4 and 24 hours. Patient felt the cannula poking him and saw the cannula was dislodged from the infusion site (back). Patient gave himself a bolus. Bg level history: 6:28am 104mg/dl , 11:50am 270mg/dl , 6:34pm 126mg/dl.